Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 50 mg/dl. Customer declined troubleshooting for low blood glucose reading. Customer states the insulin pump was not delivering any insulin. Customer said the insulin pump works normally. Customer said her healthcare provider has been adjusting the insulin pump setting. Customer blood glucose reading in the morning was 92 mg/dl. Insulin pump will not be returning for analysis.